Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hypoglycemia and fire department was arrived to his home to help him. Fire department helped him to down his blood glucose level. Customer drank orange juice to down his blood glucose. Customer did not went to emergency room or hospital. No further details given. Insulin pump will not be returned for analysis.